Event description:
A physician reported that the probe had poor cutting before vitrectomy surgery. The procedure was completed on the same day after replacing the product with new one. There was no information reported about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).